Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2002. Subsequently, a revision procedure has been indicated due to poly wear; however, no revision has been reported at this time. No further information has been provided. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to poly wear. During the procedure, the liner was removed and replaced.